Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 16fr sure step foley catheter had hole. Per follow up additional information received. The hole was noticed before use.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿imperfection in balloon due to process¿. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not completed as the user would not likely cause this issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 16fr sure step foley catheter had hole. Per follow-up additional information received. The hole was noticed before use.